Event description:
Outlet connector was broken off during priming. No pt involved. (B)(4).

Manufacturer narrative:
Maquet medical systems USA, submits this report on behalf of the legal MFR of the device maquet cardiopulmonary ag, (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. Investigation is ongoing. F/u will be provided.